Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that one week after the dental implants was installed in intraoral region #8 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii and bone graft was executed. The implant was carried out immediately.